Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported "right breast was hard like a stone and changed shape", capsular contracture baker grade IV, "pain" and exchange from textured implants due to concern with the product. Device remains implanted.

Event description:
Healthcare professional additionally reported, right side rupture. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported "right breast was hard like a stone and changed shape", capsular contracture baker grade IV, "pain" and exchange from textured implants due to concern with the product. Healthcare professional additionally reported right side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is a medical event that is not related to the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Rupture: not observed on the device. Additional observations: deformation is observed. Additional, changed, and/or corrected data: d3, d9, h3, h6.